Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical received th device for evaluation.visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination. The reported complaint was able to be confirmed and duplicated. This is isolated to faulty sensor,diff pres, mini, 2.5 psi." Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.